Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used lf5544 was received for evaluation. The reported condition of the jaws being difficult to open was not confirmed. Visual inspection found no defects. The jaws were not jammed shut when received. The jaws opened and closed normally when the handle was activated. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy case, the device jaws were intermittently difficult to re-open. A new device of the same type was opened and used for the completion of the case. There was no patient injury.